Event description:
The distributor contacted animas on (B)(4) 2013 alleging the battery was changed and the pump powered on successfully; however, the next day the patient claimed to be burned where the pump was located. No further information or treatment information was provided. This complaint is being reported because the patient reportedly sustained a burn where the pump had been located on the body.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox revealed the last basal delivery was made on (B)(6) 2013. The blackbox revealed no evidence of drastic drop in battery voltage. There were records of multiple consecutive ¿power on reset¿ events followed by ¿replace battery¿ alarm on (B)(6) 2013 due to a discharged battery being installed in the pump. The total daily dose amounts add up correctly and reflect the programmed basal target. On investigation, the pump powered on and displayed the ¿verify¿ screen as per normal operation. The pump was successfully primed and exercised for 29 hours without alarms or overheating. The flow accuracy was as intended. The electrical current draws were measured to be within specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the contrast button was noted to have intermittent response. The remainder of the buttons responded as intended. There was no visible damage to the keypad cover. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. Investigation failed to duplicate the alleged temperature. Investigation did, however, reveal a discharged replacement battery was installed for use in the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.